Manufacturer narrative:
A trumpf medical service technician was dispatched to evaluate the light system. During the inspection, the technician cited the root cause of the cover falling to be a collision. The technician repaired the spring arm's end cover and found the device to be functioning as designed. It is known that improper installation, maintenance, or collision can lead to the spring arm covers falling off.

Event description:
A user facility reported that the end cover from a spring arm fell off. No injuries were reported.